Event description:
During follow-up, a sudden drop in battery voltage was observed, the pt also reported a "tingling" sensation near the implant site. The diagnostics showed noise and undersensing during device charging. The egms displayed noise, typically associated with damage to the high voltage circuitry. The decision was made to explant the entire system.